Manufacturer narrative:
The navio pin driver, part number 110164, used for treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. The pin driver is not stripped. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A relationship between the reported event and the device could not be established as there was no damage or problem found with the device during the visual and functional inspection. Although the reported problem was not confirmed, no reasonable contributing factors could be identified based on the received complaint information and investigation results. Based on the investigation, no further containment or corrective action is recommended or required at this time.

Event description:
It was reported that during a navio tka procedure, the bone screw driver was stripped and did not work, it was unable to place the pins. They swapped for its backup and continued without delay. No other complications were reported.